Manufacturer narrative:
During analysis, a failure event was observed. Final analysis found external abrasion breaching the optim sheath at 7.1cm to 7.4cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.